Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site purchased a leica integration kit and setup the microscope for a surgeon around february of this year. The site used it for a few cases but that surgeon left. A new surgeon was attempting to use the leica but hud did not output. A manufacturing representative was with the leica rep troubleshooting the microscope but was unable to resolve the issue. There was no patient present.